Event description:
Invalid result(s). Customer purchased 2 flowflex kits with invalid results. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at cvs. Picture provided.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion.any additional information received by acon may be included with a follow-up MDR.